Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 50 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, right lower extremity limb ischemia was observed, with onset reported during or after device repositioning and unit insertion. The affected limb was described as purple and dusky, and a reperfusion sheath was required to restore distal perfusion. It was not reported whether the ischemia resolved following device removal. No amputation was performed. The patient was subsequently escalated to impella 5.5 support the following day and remains on support with no additional adverse events reported. While on support, the impella cp device was operating at performance level 8 with expected flows of approximately 3.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by compromised distal perfusion in the setting of cardiogenic shock as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage e.